Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "undercorrection" (blurred vision). Product problem(s): "laser stopped ablation" (failure to fire); "lost tracking of the pupil" (failure to align). An opthalmic technician reports the laser stopped ablation at 5% due to lost tracking of the pupil. During a follow up conversation with the laser operator it was stated the surgeon does not currently have any impact concerns for this pt. The pt was seeing 20/30 ucva in the left eye at post-op day 1. No bcva evaluation was done. Pt was also seen at two weeks post-op and the left eye had a refraction of plano with 20/20 vision. The intended target for the left was plano. No other concerns were presented.